Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 11-dec-2024. A visual inspection, and force sensor functionality test of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material in the tip of the device. Further analysis under magnification revealed a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. When the ablation was started to conduct, grams of contact force (cf) increased rapidly. Timing was from the time of the start of the initial ablation. The issue was not resolved by re-connecting the cable and the dongle and by replacing the cable but was resolved by replacing the qdot micro catheter. The procedure was completed successfully and without patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-jan-2025, observed reddish material in the tip of the device. Further analysis under magnification revealed a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 10-jan-2025 and have assessed this returned condition as reportable.